Manufacturer narrative:
Failure investigation by walkmed infusion determined physical damage to the exterior housing, tube clamp retainer, and the rear screw mounts along with a worn pressure plate to be the causes of the free flow failure. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting.

Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The results of the product evaluation testing found the device to fail the open state free flow test. Further failure investigation by walkmed infusion is ongoing to determine the root cause.

Event description:
The customer reported a suspicion of free flow of IV fluid with this device. Walkmed infusion's product evaluation confirmed the device is free flowing.